Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels. The customer's blood glucose level at the time of incident was unknown. The customer's most current level was 169mg/dl. The customer's blood glucose level at the time of hospitalization was 514mg/dl. The customer was treated with IV and manual injections. Troubleshoot was conducted. The pump was found to have alarmed for no delivery during testing. The customer was advised to conduct full set, reservoir and insulin change. The customer was advised to follow up with their healthcare provider regarding unexplained high levels. The customer mentioned being new to the pump and never having received training. The customer was assisted in contacting proper channels for training.